Manufacturer narrative:
(B)(4).

Event description:
Rn called to report a merlin.net transmission was triggered the day after a scheduled transmission. The triggered transmission had no alerts. The reason for the triggered transmission was an old alert that had been "masked" to the merlin transmitter. Once the scheduled transmission occured it changed the trigger state for high v rate back to triggered and delivered the merlin.net alert.